Event description:
It was reported that guidewire tip detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 300cm straight tip v-14 control wire was crossed the lesion. However, tip of the guidewire broke off. An attempt to retrieve the wire tip with a retriever device was unsuccessfully the physician ballooned the broken wire tip in place and was left in the patient's leg below the knee. The physician then introduced another 300cm straight tip v-14 control wire and completed the angioplasty procedure successfully. Per physician's medical opinion, the tortuosity of the vessel and calcium burden were the major causes of the tip breakage. There were no further patient complications reported. Standard patient follow up was done and the patient was fully recovered.